Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert the spsof-5-5 in the biliary duct. So, the nurse prepared the spsof-5-5, and the pigtail section was bent as she moved the stent sleeve to the pigtail section. She tried to pass the giuide wire into the spsof-5-5, it was impossible.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-2025. Investigation - evaluation. Device evaluation. The device evaluation of spsof-5-5 of lot number c2131740 could not be completed as the device or photographic evidence was not returned for evaluation. Manufacturing records review: prior to distribution, all the devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for spsof-5-5 of lot number c2131740 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: ¿the notes section of the instructions for use (ifu0055), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the precautions section of the instructions for use (ifu0055), "refer to package label for minimum channel size required for this device." And "wire guide diameter and inner lumen of wire-guided device must be compatible." The product label states the guide wire size for use with this device is 0.035". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0055). It is known that a 0.025 inch wire guide was used with the device. However, based on the available information, it appears that the stent was already bent before it was loaded onto the wire guide. As per management of complaints procedure where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms tracker and reviewed as part of post market surveillance¿. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pigtail section becoming bent as it was being manually straightened by the doctor during the preparation stages as it was being loaded onto the wireguide. Confirmation of complaint. The complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: confirmed quantity of 1 device, confirmed used. A definitive root cause could not be determined from the available information. A possible root cause could be attributed to the pigtail section becoming bent as it was being manually straightened by the doctor during the preparation stages as it was being loaded onto the wireguide. The complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 26-jun-2025.